Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had the artificial urinary sphincter pump component replaced as it was not working resulting in incontinence. Following the surgery, the patient fully recovered.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes, based on analysis results, that the poppet pressure and resistor flow rate tests could affect the functionality of device as the reported mechanical issue and would result in incontinence. Device history record review (DHR): the device history record review (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: upon receipt at our post market quality assurance laboratory, the device was thoroughly analyzed. The ams 800 artificial urinary sphincter (aus) control pump component was visually inspected, microscopically examined, tested for leaks, and functionally tested. No damage was noted and no leaks were identified in the pump. The pump was functionally tested and did not pass the poppet pressure and resistor flow rate tests performed. Product analysis concluded these poppet pressure and resistor flow rate tests could affect the functionality of device as the reported mechanical issue. The reported allegation of mechanical issue was confirmed. Labeling review: a labeling review was performed and according to the aus instruction for use document, recurrent incontinence and positional incontinence are documented as adverse events. Also there is no evidence that the device was used or handled improperly. Investigation conclusion: based on this investigation, the investigation conclusion code of cause traced to component failure was chosen, based on the failure with the pump that was identified.

Event description:
It was reported that the patient had the artificial urinary sphincter pump component replaced as it was not working resulting in incontinence. Following the surgery, the patient fully recovered.